Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician found that the left head brake caster wasn't holding. He adjusted the brake system to repair the bed.